Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported the adc freestyle libre 2 sensor did not fire due to the customer applying the sensor incorrectly. The customer reported a loss of consciousness however did not recall whether the loss of consciousness was related to the product due to briefly passed out. After the customer regained consciousness, they were able to provide unspecified self-treatment. No third party medical treatment was provided. There was no report of death or permanent injury associated with this event.